Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that it was not possible to disengage the graft from the bone. The surgeon changed the technique and fragment fixation was done with a screw and surgery was finished well. No further details available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission for the device evaluation. Complaint not confirmed. No problem found with device upon our evaluation. Device functioned as intended. The device history record review revealed nothing relevant to the event. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that it was not possible to disengage the graft from the bone. The surgeon changed the technique and fragment fixation was done with a screw and surgery was finished well. No further details available.